Event description:
Additional information received reported the cause of the revision was because the patient was having new pain on their right side along with the original pain on the left side. The health care provider (hcp) moved the lead in hopes of covering the new area of pain.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient¿s stimulation was in the wrong location and was not in the target area. They need stimulation in their right hip and down the back of their right leg to the knee but the stimulation was on the front side of the leg down to their foot. The patient¿s health care provider (hcp) later noted the revision had occurred because the patient was not getting stimulation in the buttocks area which was their major area of pain. They were receiving stimulation and pain relief in their right thigh but this was not the main area of focus. The patient¿s trial was ¿wonderful¿ however the implant did not give them widespread enough stimulation. The patient had a revision on (B)(6) 2014 to replace their lead in an attempt to gain better coverage by placing the electrodes low ER in the epidural space to help cover the buttock area. The patient went home after the revision and the stimulator was off for 3 weeks but after turning it back on at their follow-up appointment on (B)(6) 2014 they did not have the stimulation in buttock area. The patient met with their manufacturer representative three times for reprogramming, one date was confirmed to be on (B)(6) 2014. It was noted that after the reprogramming on (B)(6) the patient left satisfied however the patient stated that the only way it would help the target area was to turn it up so high which in turn was too uncomfortable and painful and they could not have it that high for very long. All three programming sessions were in (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported they hadn¿t charged for about three to four months because the spinal cord stimulator didn¿t really work that well for their pain. It was noted the trial went well for them, but then after they implanted the permanent implant their pain came back. They tried reprogramming multiple times without success, so they ended up going back in and replacing the lead but this didn¿t resolve the problem. Coverage was able to be achieved everywhere in the body other than where they needed it and the doctor told him this was the best they could do.currently the patient was unable to charge, unable to achieve telemetry with recharging, and was seeing the reposition antenna screen on the recharger when trying to charge. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4)